Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. No device malfunction was reported or observed. Device malfunction is not the suspected cause of the event. A lumenis healthcare professional reviewed the patient information, treatment settings, and patient photograph concluding that sun exposure and no test patch performed on the patient prior to a full treatment to be the contributory causes of the reported event. This is based on common medical practice, device training, and device labeling. Additionally, the professional noted that the treatment settings used were moderate and that the patient should resolve rapidly, stating this is not a serious injury. A review of device label states: warning - the laser can cause epidermal injury. The risk increases with greater laser fluence and skin pigmentation: - darker skin types and individuals with a non-recent suntan are at a higher risk for pigmentary changes in the treatment area. These patients should be treated with lower fluences and longer pulse durations than similar skin types that are untanned or have a lighter skin color. When utilizing the hs handpiece begin with one pulse, additional pulses will apply additional energy and the number of pulses should be increased with caution following strict test-spot protocol. - sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30) on a daily basis and to avoid direct exposure to the sun. Skin type - always perform a test patch on the intended treatment area. For skin types I-IV, wait at least 30 minutes after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. For skin styles v & vi, wait at least 48 to 72 hours after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. See the indications for use section of this manual for more information. Additional information september 21, 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis contacted the distributor directly to follow up on the patients post status, but no information has been provided by the distributor. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign distributor reported that one (1) patient sustained first degree burns to the lower legs and feet areas following hair removal treatment with a lumenis lightsheer duet laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.